Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a low anterior resection. The surgeon did not perform a leak test. The anus drain was not placed. The operation was completed successfully, however, overnight there was excessive leakage. A reoperation was required and a stoma was placed. The leakage occurred at the circular staple line approximately 6 mm from the dog ear. The postoperative CT scan revealed that the leakage point was not stapled, though the donuts were formed completely during the procedure. There was tissue damage and additional tissue resection required due to the product issue.